Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported backup hwvvi reset mode was confirmed in the laboratory. The reset was due to a por (power on reset). The reset mode was cleared and device functionality tested normal. The battery performance found to be within the expected longevity. It is believed that the reported electrical work, experienced external shock received by the patient resulted in the por of the device. The device is normal.

Event description:
It was reported the device presented an alert of back-up vvi (bvvi) and por. The device was unable to interrogate. The patient was working with a floor scrubber when he saw a short in the electrical cord. The device was explanted.